Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and mesh was used. Several months later, on (B)(6) 2012, the patient underwent an unrelated surgical procedure. During this procedure, the surgeon made an incision through the mid line and observed the initial mesh did not have any tissue incorporation. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.